Manufacturer narrative:
Report date: 30sep2021. Reporting institution name: (B)(4). Reporter phone number: (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device has battery failure. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.